Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing measurements taken at the first half of 2015 indicate that the patient has a decline in hearing performance. Eventually the patient's hearing went from poor to no sound at all. It is suspected that the fmt may have become detached. Options such as repositioning of the fmt will be discussed with the patient.

Manufacturer narrative:
Conclusion: based on the received information, the fmt migrated from its original position, which left the patient without benefit. A revision surgery was performed successfully to re-position the fmt. Reportedly, the patient is doing fine again. The concerned device remains implanted and in use. This is a final report.

Event description:
The patient reportedly has had a decline in hearing performance. At some point, the performance dropped from poor to no sound perception at all. In situ testing determined that both internal and external parts of the device are functioning. It is suspected that the fmt may have detached. The patient underwent revision surgery, during which the fmt was reattached to the stapes. The surgery was successful and the patient is doing well. No further steps are planned at this time.